Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced rapid insulin depletion after pressing and holding to fill the tubing for an extended period and subsequently ran out of insulin, after which the user replaced the cartridge and connector with agent-guided steps and resumed insulin delivery upon observing drops at 30 units. Symptoms included hyperglycemia. Outcomes included a return to target glucose after intervention. Investigation included customer service troubleshooting and user education on proper cartridge and tubing fill procedures. Investigation of this case revealed insufficient insulin delivery due to prolonged manual fill that depleted the cartridge before reconnection, with no alarms reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.